Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of one erroneous result for a patient samples tested with the troponin t hs stat (tnt) assay on a cobas e601 module. The initial tnt was 30.65 ng/ml and was reported outside the laboratory. Three hours later a new sample was tested with a result of < 3 ng/ml. The initial sample was retested with a result of 3 ng/ml accompanied by a data flag. There was no allegation of an adverse event. The lot number of the tnt reagent was 176452 with an expiration of 12/2017.

Manufacturer narrative:
A specific root cause could not be determined. Discrepant high results for this assay and other assays using a similar test principle are typically caused by carryover in the measuring cell. The root cause is often due to sample quality. Potentially, reagent beads may adhere to insoluble material like fibrin or clots may affect the cleaning of the measuring cell from the previous measurement. As the rerun of the same tube produced the correct result, a sample contamination is unlikely. In addition, no further issue was observed. Therefore a general issue with the analyzer is also unlikely.